Manufacturer narrative:
Additional information: h10.

Event description:
On (B)(6) 2026 fresenius received a voluntary medwatch (uf/importer report # 3600840000-2025-8050) that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Machine alerted blood leak. Blood was found to be positive for blood leak on the blood leak test strip. Blood found in the line and going down the drain. Treatment was instant stopped. Patient's lines were flushed with ns [normal saline]. The machine was bleached, and a new machine was set up. Equipment identification was obtained, and the company will be notified of the malfunction. Doctor notified of the inability to return the patient's blood back to the pt and the blood found going down the drain. No known harm to patient at this time. Additional information was obtained through follow-up with the registered nurse (rn). The rn stated on (B)(6) 2025 a blood leak occurred fifteen minutes after initiation of hd treatment. The blood leak was reported to be internal, and it was stated there was a break in the membrane inside the dialyzer causing the blood to mix with dialysate solution. Blood test strips were used and tested positive for the presence of blood. There was blood in the tubing from the back of the machine and down the drain. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient's blood was not returned; estimated blood loss (ebl) was at least 250 ml. Per rn the actual tubing itself held 250 ml and was unsure how much went down the drain before the machine stopped. When the alarm went off the machine automatically stopped as a safety feature on the machine. The patient had a complete blood count (cbc) ordered to monitor this and it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was available to be returned for evaluation.

Event description:
On 12/jan/2026 fresenius received a voluntary medwatch (uf/importer report # (B)(4)) that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Machine alerted blood leak. Blood was found to be positive for blood leak on the blood leak test strip. Blood found in the line and going down the drain. Treatment was instant stopped. Patient's lines were flushed with ns [normal saline]. The machine was bleached, and a new machine was set up. Equipment identification was obtained, and the company will be notified of the malfunction. Doctor notified of the inability to return the patient's blood back to the pt and the blood found going down the drain. No known harm to patient at this time. Additional information was obtained through follow-up with the registered nurse (rn). The rn stated on (B)(6) 2025 a blood leak occurred fifteen minutes after initiation of hd treatment. The blood leak was reported to be internal, and it was stated there was a break in the membrane inside the dialyzer causing the blood to mix with dialysate solution. Blood test strips were used and tested positive for the presence of blood. There was blood in the tubing from the back of the machine and down the drain. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was at least 250 ml. Per rn the actual tubing itself held 250 ml and was unsure how much went down the drain before the machine stopped. When the alarm went off the machine automatically stopped as a safety feature on the machine. The patient had a complete blood count (cbc) ordered to monitor this and it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 12/jan/2026 fresenius received a voluntary medwatch (uf/importer report # (B)(4)) that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Machine alerted blood leak. Blood was found to be positive for blood leak on the blood leak test strip. Blood found in the line and going down the drain. Treatment was instant stopped. Patient's lines were flushed with ns [normal saline]. The machine was bleached, and a new machine was set up. Equipment identification was obtained, and the company will be notified of the malfunction. Doctor notified of the inability to return the patient's blood back to the pt and the blood found going down the drain. No known harm to patient at this time. Additional information was obtained through follow-up with the registered nurse (rn). The rn stated on (B)(6) 2025 a blood leak occurred fifteen minutes after initiation of hd treatment. The blood leak was reported to be internal, and it was stated there was a break in the membrane inside the dialyzer causing the blood to mix with dialysate solution. Blood test strips were used and tested positive for the presence of blood. There was blood in the tubing from the back of the machine and down the drain. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. No damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was at least 250 ml. Per rn the actual tubing itself held 250 ml and was unsure how much went down the drain before the machine stopped. When the alarm went off the machine automatically stopped as a safety feature on the machine. The patient had a complete blood count (cbc) ordered to monitor this and it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in two sections of the polyurethane (pu) to be extending from approximately 290° to 80° and from 140° to 230°, with the ports at 0°, on the cavity ID end. The pu was also noted to be unevenly distributed on both ends. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.